Event description:
Reporter stated that caller from facility reported a free flow of fluid from the source container on station 1 into the final container. This was based on direct observation. The set was changed and the same thing occurred without the unit being programmed. The caller had not turned the rotors to properly seat the tubing of the transfer set. Reporter reviewed the correct installation procedure per the operator's manual with the caller. There was no pt involvement. This issue was resolved by telephone and would not have warranted sending the unit to product services for eval. However, the unit was sent to product services for an unrelated service issue.